Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of recoverable error code 25521 on patient side manipulator (psm) arm 3 was reproduced and confirmed during field evaluation. Fse investigation confirmed a faulty psm arm 3. Replacement of this part resolved the issue. Following replacement, the system was further tested, operated without issue and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced part for failure analysis and the testing has been completed. The reported issue was confirmed as having occurred, but was unable to be reproduced. Visual inspection was performed and the arm was placed on the test system and powered up. A sine cycle and test drive were performed without any issues. Test performed passed. The esii pca will be replaced as a precaution. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted rectopexy surgical procedure, the system displayed multiple non-recoverable error code 25521 on patient side manipulator (psm) arm 3. Psm arm 3 was disable to complete the procedure. Fse investigation confirmed a faulty psm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system displayed multiple non-recoverable error code 25521 on patient side manipulator (psm) arm 3. The customer received phone assistance from the technical support engineer (tse). Upon verification, user stated that the system initially powered on without errors and system functionality was checked. Prior to the call, troubleshooting was attempted by performing a hard system power cycle; however, the issue persisted. Review of the system logs confirmed the occurrence of the error fault on psm arm 3. Additional troubleshooting was suggested by the tse . Psm arm 3 was disabled. The user continued with the da vinci-assisted surgical procedure with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical inc (isi) conducted a follow up and additional information was obtained. It was confirmed that after calling the dvstat, the customer rebooted the system by themselves and completed the surgery with psm arm 3.